Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays were noted during testing. On the other hand, an unexpected "insert battery" message popped up several times during testing. Self test failed because the vibrator failed to vibrate during its check in the test. Upon further review, there was corrosion inside the battery compartment as well as on the battery board inside the unit located underneath the battery compartment. The s/n label located between the belt clip rails has worn down to a point where it¿s unreadable. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated that the contacts on the battery cap battery compartment was neither damaged nor corroded. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.